Event description:
During a pta/stenting procedure in a 95% stenotic renal artery, the stent moved on the delivery balloon catheter. Access was obtained through an ipsilateral approach, using a 6 fr pinnacle destination sheath, a hockey stick guide catheter, and a tad ii wire. The physician had advanced the system past the lesion and had trouble making the bend into the renal artery as the guidewire did not provide enough support and it kept moving up into the aorta. The physician decided to remove this system and on removal, it was noted that the stent had slipped partially off the balloon. The guidewire was exchanged for an amplatz super stiff. The lesion was predilated with a 3 x 2 mm balloon and then a different 7 x 17 mm express stent was successfully placed. The procedure was considered successful. No patient injury or complications were reported.